Event description:
Description of event according to initial reporter: on (B)(6) 2021: a (B)(6) year old female patient underwent emergency tevar. She had been diagnosed as subacute type b dissection and followed, but emergency tevar was conducted because rapid occlusion of the true lumen was confirmed. The entry was located at the distal aortic arch. The physician planned to place zta-p-32-155-w1 from zone2 to th7-th8 level, and gzsd-36-164-2 to the terminal aorta. The left subclavian artery was planed to be coil embolized with placing a vascular plug. The access vessel was approximately same size of the delivery system and there was no calcification or thrombosis. He placed zta-p-32-155-w1 in the proximal side but the stent graft shortened. It's probably because 1) the wire guide was rather pushed along the greater curvature of the aorta arch. 2) the delivery system was rather pushed to against blood flow. 3) the proximal side was deployed with removing trigger wires during deployment of the stent graft in order to prevent migration due to blood flow. ((B)(4)). So he additionally placed esbe-32-80-t-pf-d with 1.5 stents overlap, but the stent graft did not expand enough. So he attempted to expand it using gore¿s tri-lobe balloon catheter, but the stent graft migrated distally before it expanded fully to fit in the zta-p-32-155-w1. When the migrated stent graft reached around the celiac artery, the user performed angiography and the celiac artery, the sma and the renal arteries were hardly imaged/shown. He then attempted to place a stent in the sma but failed due to failing cannulation. Then he placed gzsd-36-164-2 with the hope of improvement of the situation, but no improvement was shown by another angiography performed. ((B)(4)). So the procedure was converted to open surgery to create bypass(right cia with sma, and left cia with cha and right ra). The open surgery started at around 8pm and finished at around 3:30am. Additional information received on 02dec2021: patient¿s condition rapidly worsened approx. 24 hours after completion of the open surgery at around 03:30am. Then the patient deceased with suspected systemic thromboembolism. The physician conducted an autopsy and confirmed that occlusion of bypass, intestinal necrosis and rupture were not occurred. The explanted esbe had intima of a vessel circumferentially, and the physician confirmed esbe expanded properly after he removed those intima from esbe. He determined the location where the intima got damaged was near the entry in the aorta arch. The damaged intima extended to the descending aorta all around and they accumulated in the area where the esbe migrated to. The physician¿s opinion from these findings is: the wide range of intima got damaged already during placement of zta, and under such condition, the delivery system of the esbe was advanced. Patient outcome: the patient deceased on (B)(6) 2021 due to failure of multiple organs.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it is reported that on (B)(6) 2021, a 75 year old female patient underwent emergency thoracic endovascular aortic repair (tevar). She had been diagnosed as subacute type b dissection and followed, but emergency tevar was conducted because of rapid occlusion of the true lumen. The entry was located at the distal aortic arch. The physician planned to place zta-p-32-155-w1 from zone2 to th7-th8 level, and gzsd-36-164-2 to the terminal aorta. The left subclavian artery was planned to be coil embolized with placement of a vascular plug. The customer placed a zta-p-32-155-w1 (complaint device, lot e4157605) in the proximal side but the stent graft shortened. Potentially contributing factors were reported as 1) the wire guide was rather pushed along the greater curvature of the aorta arch. 2) the delivery system was rather pushed to against blood flow. 3) the proximal side was deployed with removing trigger wires during deployment of the stent graft in order to prevent migration due to blood flow. An additional esbe-32-80-t-pf-d was placed with 1.5 stents overlap, but that stent graft did reportedly not expand enough. After attempted expansion with a balloon catheter, the esbe graft migrated distally to the celiac artery. The sma and renal arteries were hardly imaged/shown on angiography. Stenting of the sma was unsuccessful as cannulation of the sma failed. Then a gzsd-36-164-2 was placed, with no improvement on angiography. The procedure was converted to open surgery to create bypasses (right cia with sma, and left cia with cha and right ra). On (B)(6) 2021, the patient died due to failure of multiple organs. Additional information provided that autopsy confirmed that there was no occlusion of bypass, no intestinal necrosis and no rupture. The explanted esbe had vessel intima circumferentially, and the esbe expanded properly after the intima was removed. The location where the intima got damaged was near the entry in the aorta arch. The damaged intima extended to the descending aorta all around and they accumulated in the area where the esbe migrated to. It is reportedly the physicians opinion that, the wide range of intima got damaged already during placement of zta, and under such condition, the delivery system of the esbe was advanced. Pre-implantation cta, (B)(4) videos from implantation and autopsy photos demonstrating the explanted graft were provided and underwent clinical review for the investigation. As per review, the intended to treat lesion was a type b aortic dissection extending from the lsa origin to the iliac arteries. The dissection involved the left ra. Decreased left renal enhancement was concerning that the dissection was hemodynamically significant. The ca, sma and right ra were still supplied by the true lumen. However, the true lumen was so severely compressed, that the flow reduction to these vessels was likely symptomatic. Furthermore it is noted in the review, that during implantation, the zta-p delivery system was advanced against the outer aortic curvature and along the aortic arch as the sheath was very slowly retracted. The unsheathing lasted approximately three minutes. Most of this time elapsed during unsheathing of the third and fourth mainbody stents. The delivery system path shifted from the true lumen to the outer contour of the false lumen while the inferior end of the zta-p moved superiorly. The zta-p was completely elongated on the outer aortic curvature and appropriately crowded along the inner aortic curvature. The esbe expanded to 19mm upon release in the zta-p. Overlap was only 1.5 stents. It was then angioplastied with a tri-lobe molding balloon. Rather than popping to its 32mm design diameter as was anticipated, the esbe resisted and did not expand until the trilobed balloon was effaced. Its proximal diameter was expanded to the zta-p but pulsation on the balloon reduced the overlap to one stent. The esbe was pulled an additional half stent from the zta-p by momentary balloon entrapment. Then cardiac pulsation expelled the final half stent into distal thoracic and suprarenal abdominal aorta. Angiography of the abdominal aorta demonstrated a folded and nearly occluded true lumen inferior the esbe. As per assessment in the imaging review, the autopsy images demonstrated why the esbe did not expand as expected and how the concertinaed abdominal aorta occluded the visceral arteries. The esbe was deployed within a segment of true lumen that was transected from the aorta. The transection occurred when the zta-p shifted six centimeters from the true lumen to along the outer aortic curvature. The shift could have only occurred with a true lumen longitudinal split or transection. The form fit esbe position inside the true lumen, stent impressions in the true lumen, and the esbe resistance to angioplasty eliminate a longitudinal split as a possibility. Hence, the true lumen split on autopsy was caused during the autopsy. The forced advancement of the zta-p delivery system pulled the true lumen in two pieces. The distal piece was then concertinaed by aortic pulsation into the false lumen at the diaphragm and suprarenal abdominal aorta. The transection transformed the thoracic false lumen into a fusiform pseudoaneurysm. When the true lumen and esbe were propelled into the smaller diameter abdominal false lumen/ pseudoaneurysm, the concertinaed true lumen not only made catheterization of the visceral arteries impossible, it also frustrated visceral artery perfusion through the false lumen/ pseudoaneurysm. As per impressions of the imaging reviewer, zta-p-32-155 shortening is not confirmed. The inferior end of the zta-p landed superior to its intended target because it was pushed forward as it was deployed. The zta-p-32-155 was fully elongated along the outer aortic curvature. Forward pressure on the zta-p delivery system during unsheathing transected the true lumen. The imaging review assessed that forced advancement of the zta-p delivery system pulled the true lumen in two pieces, and that the inferior end of the zta-p landed superior to its intended target because it was pushed forward as it was deployed. In relation to this the instructions for use (IFU) states: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. During the investigation it was also noted that the release-wires were removed during deployment of the stent graft. In regard to this the IFU directs to stabilize the gray positioner (introduction system shaft) and withdraw the sheath until the graft is fully expanded and the valve assembly with the captor sleeve docks with the black gripper prior to turning the blue rotation handle that releases the release wires. However, it could not be determined whether trigger wire removal during deployment potentially could have contributed to the events. It is also noted that the alpha device was used in combination with an esbe-t- device, which is usage not included in the ifus for the devices. Vessel damage, aortic damage, including perforation, dissection, bleeding, rupture and death, and improper component placement are listed as potential adverse events in the IFU. As per additional clinical assessment performed for the investigation, there is no indication on device failure. Endovascular procedures inherently carry the risk of damage to the vessels including the aorta. There is indication on forced advancement that could contribute to the risk of vessel damage. Review of device history record for the device gave no indication that the device was produced outside of specifications. Based on the provided information and review of the provided imaging and photos, "stent graft shortening" can not be confirmed. However, the events of intima transection and subsequent placement of the stent graft in a location other than intended were both confirmed. It is assessed that user technique (forced advancement during deployment) likely contributed to the events, after which additional device placement, conversion to open bypass surgery and patient death followed. As per IFU, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Subsequently, treatment of dissection is considered use outside of indications. However, as per clinical assessment whether off-label use is causal for the transection of the intima is speculative. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.